Event description:
It was reported that the right ventricular (rv) lead trigged a lead integrity alert (lia) for high rate non-sustained episodes and elevated sensing integrity counter (sic).  The rv lead remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.